Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose. The customer¿s blood glucose level was 40 mg/dl up to 70 mg/dl. Customer gave insulin injection to himself. Customer stated that the patient disconnected from the insulin pump and take it off while shower although it kept beeping. The device will be returned for analysis.